Event description:
The manufacturer received information alleging a ventilator failed preventative maintenance testing due to an active exhalation verification. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the failure was confirmed. The active exhalation control module and 3-way solenoid valves need to be replaced to resolve the issue.